Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: docusate sodium (100 mg, 2x daily), multiple vitamin (1x daily), tylenol (650mg, q4h prn), aspirin (325mg, 1x daily), lipitor (40mg, 1x daily), benztropine (1mg, 1x daily), plavix (75mg, 1x daily), ferrous sulfate (325mg, 3x daily), labetalol (100mg, 2x daily), levothyroxine (175mcg, 1x daily), percocet (325mg, q4h prn), risperidone (1mg, 1x daily).

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm thoracic aorta was implanted with three conformable gore tag thoracic endoprostheses (tgu454520/10994131, tgu454510/11085342, tgu454520/10935550). The patient tolerated the procedure. On (B)(6) 2014, the patient underwent reintervention for enlargement of the thoracoabdominal component and two additional conformable gore tag thoracic endoprostheses (tgu404020/12754950 , tgu454520/12691213) were implanted. On (B)(6) 2014, the patient underwent reintervention for treatment of an ascending aortic aneurysm and a the one of the tag devices previously implanted was sewed into the proximal end of another previously implanted tag causing the device to lay more uniformly to the inner curve of the aortic wall. On (B)(6) 2014, the patient underwent reintervention for treatment of a type I endoleak which was reported to have resulted in a partially contained rupture. Two additional conformable gore tag thoracic endoprostheses (tgu404010/14015616, tgu373710/14067187) were implanted. The patient tolerated the procedure and the endoleak was resolved. The patient was discharged to rehab and is in follow up with the physician.

Manufacturer narrative:
Additional aortic neck diameters provided with correction of year of last re-intervention. Additional information results of imaging evaluation. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm measuring 65.0 mm in diameter and was implanted with three conformable gore tag thoracic endoprostheses (tgu454520/10994131, tgu454510/11085342, tgu454520/10935550). The patient tolerated the procedure. The patient&#62688;distal landing zone diameter were reported to range 34.0mm -&#63538;8.0mm in diameter, the proximal landing zone diameters at the time of implant were not available. On (B)(6) 2015, the patient underwent reintervention for treatment of a type I endoleak which was reported to have resulted in a partially contained rupture and two additional conformable gore tag thoracic endoprostheses (tgu404010/14015616, tgu373710/14067187) were implanted. The patient tolerated the procedure and the endoleak was resolved. The patient was discharged to rehab and is in follow up with the physician.